Event description:
When the device was used during a roux-en y gastric bypass procedure, it failed to deploy staples from the right side of the cartridge. The case was completed using sutures. There was no patient consequence.